Event description:
Report received form an international affiliate of unrestricted flow. It was reported that the physician demonstrated to the local representative that the set would siphon the solution out of the bag once the set was primed. The physician reported that he primed the set using the pump and then removed the cassette and tubing from the pump. The bag of solution was at the height that it would have been if on a patient. The flow stop was pressed to "open" the cassette. It was reported that the solution flowed out of the end of the tubing.